Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: granuloma.

Event description:
Patient reported right side breast is hard. Recently, patient reported right side "pain, ¿ swelling." The events of ¿hair loss¿, ¿eyebrow falls¿, ¿unable to exercise¿, ¿lost some arm movement¿, ¿diarrhea¿ is not device related. The events of ¿prosthesis ¿gave way¿, ¿belly with a 'lump'¿, and ¿lymphocytes changed since putting on the prosthesis¿ and "foreign body-type gigantocytic reaction compatible with a reaction to the breast implant¿ were also observed during diagnostic testing. The device remains implanted.